Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The device had been reprocessed with a non-olympus automated endoscope reprocessor, esr-100 (fujifilm), using peracetic acid. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings and it was judged that the subject device needed repairing. Insufficient angulation range for specification. Too much play in the angulation mechanism. Scratches on the objective lens, light guide lenses, and the bending rubber. Foreign materials attached on the universal code. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp(omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the biopsy channel of the subject device tested positive for bacillus during routine surveillance culturing test by the facility. The number of microbes was not reported. There was no report of patient infection associated with this report.